Event description:
A malfunction code was reported by the customer, identified as malf 12. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.